Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device failed discharge test. The device does not recognize the charge button being pressed during the op check, the charge button does not illuminate when pressed, the energy level the device is set to is never reached. There was no patient involvement.